Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. (B)(4). Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Corrected device code from non-reproducible results to false positive result. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas¿ sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for patients samples when tested with the cobas¿ sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 that they observed sars-cov-2 positive, influenza a negative, influenza b negative results for 2 patients samples. The one patients sample identified in run #779 was repeated on a different platform the genexpert that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. There was no further information provided for patient #2. No harm or injury was indicated. Patient sample was collected using delta lab virus 3ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. Unknown if the results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.